Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a defective/broken intraocular lens (iol). Additional information has been requested.